Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6).

Event description:
The initial reporter received questionable elecsys anti-tpo assay results for 2 patient samples tested on the cobas e 411 analyzer (disk system). Sample 1: the initial result was "negative". The repeat result at 1:2 dilution was 613.4 iu/ml. The repeat result at an unknown dilution was 411.8 iu/ml. The repeat result at 1:2 dilution was 643 iu/ml. The repeat result at 1:10 dilution was 1218 iu/ml. The repeat result at an unknown dilution was 429.6 iu/ml. The repeat result at 1:5 dilution was 911.5 iu/ml. Sample 2: the initial result was "negative". The repeat result at 1:2 dilution was 115.12 iu/ml. The repeat result at 1:10 dilution was 133.3 iu/ml. The repeat result at an unknown dilution was 106.2 iu/ml. The repeat result at 1:2 dilution was 120.0 iu/ml. The repeat result at 1:10 dilution was 147.8 iu/ml. The repeat result at an unknown dilution was 106.1 iu/ml. The repeat result at 1:5 dilution was 119.6 iu/ml. The initial result should have been positive, prompting the rerun. The repeat results with dilutions were consistent with the patient's history. The customer suspects an interferent in the patient sample.